Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced tuberculous peritonitis. The cause of the event was not reported. The patient was hospitalized and was treated with isoniazid (oral, dose, frequency and duration were not reported) and rifampicin (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was withdrawn. No additional information could be provided as the reporter declined follow up.